Event description:
Device malfunction: unable to complete sheath splitting; time of malfunction: during vessel closure; symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified vessel after after an interventional procedure. Reportedly, during the sheath splitting step, resistance was felt and the physician did not continue the thumb advancer step. Although the safety release button was not used, the device was removed and manual compression was applied to achieve hemostasis. There were no adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
Evaluation summary: the device was rec'd partially deployed. The device presented slightly prolapsed/bent wings, which are not considered a failure mode as it is stated in the complaint that the device was removed from the pt without collapsing the vessel locator wings (without using the safety release button). The thumb advancer was fully deployed during testing without resistance and clip deployment completed without any abnormality detected. No malfunction was detected and no root cause could be determined based on the investigation findings. A review of the device history record for this lot did not produce any findings relevant to this report.